Event description:
I was given this device, the tria hair removal lazer 4x as a present. It caused severe burns. I had to be treated at the hospital. I emailed the company and they did not seem to care. The phone system has been down for months. However, I finally got through to someone named (B)(4). She was no help and wanted to exchange the product. I also emailed and got a response from (B)(4), she was no help either. This laser caused severe burns and the company doesn't care.